Event description:
It was reported that when the patient presented in clinic for a routine follow-up the right ventricular lead exhibited low r-wave amplitudes. Fluoroscopy revealed that the lead had dislodged from its original location. At a later follow-up the lead measurements had remained stable and the physician elected to take no action. The lead remains implanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.